Event description:
It was reported to boston scientific corporation that a wallflex biliary rmv stent was implanted in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 1-2 cm malignant lesion. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. After deploying the stent, the physician had difficulty removing the delivery system and the delivery system could not be reconstrained due to the outer sheath getting caught on the yellow plastic of the inner catheter. While removing the delivery system, it was noted that the stent moved distally from its original position. The physician implanted a plastic c-flex pigtail stent to maintain drainage and minimize risk of further migration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the us

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was retracted as far as the proximal end of the inner member jacket. It was noted that the distal end of the clear outer sheath was accordioned and was also accordioned at 60mm from its distal end. On further examination, flaring of the proximal end of the inner member jacket was noted where it met the distal end of the outer sheath. This damage is consistent with a restriction being met during resheathing of the delivery device. During analysis on an initial attempt, it was possible to move the outer sheath distally to the tip without issue. However, on further attempts after retracting the outer sheath, the distal end of the outer was catching on the proximal end of the inner member jacket where it was flared. No other issues were noted with the device. There was evidence that the device was used in a manner inconsistent with the labelled indications. The dfu states; "post-deployment -after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guidewire through the endoscope." It was reported that the physician initially attempted to withdraw the delivery catheter through the stent prior to resheathing the delivery device. Therefore, the most probable root cause classification of this investigation is use/user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rmv stent was implanted in the distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 1-2 cm malignant lesion. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. After deploying the stent, the physician had difficulty removing the delivery system and the delivery system could not be reconstrained due to the outer sheath getting caught on the yellow plastic of the inner catheter. While removing the delivery system, it was noted that the stent moved distally from its original position. The physician implanted a plastic c-flex pigtail stent to maintain drainage and minimize risk of further migration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the u.s.

Manufacturer narrative:
Reported event of catheter difficult to remove. Reported event of stent positioning issue. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.